Event description:
The customer stated that the insulin pump alarms and loses all of the settings every time the batteries are changed. During troubleshooting, the customer stated that she had been hospitalized due to hyperglycemia. The customer stated that prior to the event the settings on the insulin pump had been erased without her realizing it. The customer also stated that the buttons on the insulin pump do not respond well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.